Event description:
Reporter got an er1 message "a while ago". She retested and got a result but could not recall the actual value rec'd. She did compare the confirmation dot to the color chart on the vial but does not recall the range the result fell within.